Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on stored atrial tachycardia/atrial fibrillation (at/af) episodes approximately one week post implant.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.